Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: left side "textured implant" exchange.

Event description:
Physician reported left side "textured implant" exchange. Physician later observed "the left implant was ruptured" during surgery. The device was explanted and discarded.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified: through the photos provided, it is not possible to determine the lot number and catalog. Observed broken device. Observed red capsule. Observed red particles in the device. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Physician reported left side "textured implant" exchange. Physician later observed "the left implant was ruptured" during surgery. The device was explanted and discarded.